Event description:
It was reported that device has occlusion constantly were observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal on plunger case was missing and tamper seal inside the battery compartment was broken. The investigation found a cracked right plunger case (on the side) and bottom case (l bracket area). Keypad has multiple scratches. Left plunger case flippers are sticking. The pump event history showed a occlusion - check infusion line error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during occlusion test. Force sensor is out of calibration as a result of normal wear / drift. Pump is over 6 years old. The root cause of the reported issue was due to normal wear. The technician re-calibrated force sensor as a preventive measure. Performed all functional tests on the device which passed.